Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading declined to 60 mg/dl. The customer treated their blood glucose with a glucagon injection. The customer's blood glucose rose to 105 mg/dl and then later to 200 mg/dl. The customer declined to troubleshoot for their low blood glucose. The insulin pump will not be returned for analysis.